Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported "sudden increased blood pressure, dizziness, extreme fatigue and head and limb pain." Patient has had several examinations (blood work, examination of all organs (kidneys, heart) with no findings. An MRI scan performed confirming seroma, capsular contracture ii and a rupture of one device. This relates to the left side. The device has been explanted.

Event description:
Patient reported "sudden increased blood pressure, dizziness, extreme fatigue and head and limb pain." Patient has had several examinations (blood work, examination of all organs (kidneys, heart) with no findings. An MRI scan performed confirming seroma, capsular contracture ii and a rupture of one device. Patient has further reported capsular contracture baker grade ii and seroma diagnosed by ultrasound, palpation and "other". "Thick capsular contracture, redon-drainage". This relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the photographs identified one only device with unidentified side is observed that apparently it is opening the shell, red encapsulation and yellow particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.